Event description:
A customer reported a loss of telemetry monitoring when the central station (cic) shut down. Three patients were reportedly being monitored at the time of failure. No injury was reported. Ge healthcare's investigation ino the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.